Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that a patient with this neurostimulator had four falls over the past month. The patient's impedances were checked at the physician's office, and they were found to be out of normal range, high. The representative was unable to program the patient. The representative followed up with the patient and advised that the device is off and the patient is not getting relief from their symptoms. The patient was made aware by the physician that they would need a new lead if the patient wanted to be able to continue to use the device. The patient had the device revised. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A media inspection was performed, and the pictures show the impedances are open. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with this neurostimulator had four falls over the past month. The patient's impedances were checked at the physician's office, and they were found to be out of normal range, high. The representative was unable to program the patient. The representative followed up with the patient and advised that the device is off and the patient is not getting relief from their symptoms. The patient was made aware by the physician that they would need a new lead if the patient wanted to be able to continue to use the device. The patient had the device revised. There were no patient complications.